Manufacturer narrative:
Concomitant medical products: product ID: sedr01, product type: ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) during an implantable pulse generator (ipg) changeout procedure. The customer thought that the vt could have been caused by the use of a plasma blade resulting in transmission of energy along the pacing leads or interaction with the noise reversion mode of the ipg. The ipg was explanted and replaced as planned and the right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.